Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the insulin pump received button error. The customer¿s blood glucose level was unknown at the time of the incident. Customer got wet from rain when they received the alarm. Customer stated that the buttons were unresponsive. Customer assisted with the troubleshooting and stated that the time was advances on insulin pump. Customer was unable to clear the alarm and buttons were unresponsive after changing new battery. The customer was advised to discontinue use of the insulin pump and revert to the backup plan. Customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm and no frozen display anomaly during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery test due to buttons not responding.